Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the handle not feeding properly. The plastic surgeon tried to feed the skin on the plastic sheet through the mesher and it would not feed. The event timing was during surgery. There was no harm or delay reported. Upon repair, the pre test failed for bent comb. No adverse events were reported as a result of this malfunction. There is no additional event information available.

Event description:
There is no additional event information.

Manufacturer narrative:
Review of the most recent repair record determined the pre-test failed due to a bent comb. The comb was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.